Event description:
Clarification of event: it was reported that when the device was interrogated while still in the box, low battery voltage was observed. Device was not opened and was returned for evaluation.

Event description:
It was reported the device was explanted due to premature battery depletion. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported premature battery depletion was confirmed in the laboratory. An unscheduled capacitor maintenance was performed that lowered the battery capacity.